Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® needle broke. It was unknown if patient missed a dose of risperdal. An associated adverse event was reported. No permanent injury was reported. The healthcare professional provided demographics for four different patients: "first patient's age range was 18-34, the second patient's age range was 45-54, the third patient's age range was 55-64 and the fourth patient's age range was 65-74." It was reported that "3 were white and one was black." It is unknown to the healthcare professional which age, ethnicity or adverse event corresponded to which patient. See MFR: 2183502-2016-01946, 2183502-2016-01947, and 2183502-2016-01949.